Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and infection. Device has been explanted.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: infection (early onset: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and infection. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and infection. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and infection (early onset).